Event description:
Reporter noted insufficient vacuum during phaco. Changed cassette, but no improvement. Changed the latex free cassette to a cassette that was not latex free, and finished the case. Patient was latex sensitive, but no injury occurred.